Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that right ventricular (rv) lead was not successfully implanted due to upon implant in the ventricle, the lead got caught in the chrodae tendineae so it was pulled out from the patient's body. Upon pulling out, the lead tip was checked and the helix was found to be stretched. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the helix stretched allegation was confirmed based on analysis which showed a stretched helix. The conclusion code was selected based on the field report of helix difficulty and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension or retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that right ventricular (rv) lead was not successfully implanted due to upon implant in the ventricle, the lead got caught in the chrodae tendineae so it was pulled out from the patient's body. Upon pulling out, the lead tip was checked and the helix was found to be stretched. The lead was never in service. No adverse patient effects were reported.